Manufacturer narrative:
The actual complaint sample was not returned for investigation and no lot number was reported. Retention sample from a random lot (#100302d2) was instead retrieved for evaluation. The clamp was able to hold firmly a reservoir fully filled with 400ml of water to a test bed sheet with no signs of disconnecting after 24 hours. Testing of retention sample from a random lot showed the bed sheet clamp to be functional as intended. Without the lot number, we are unable to review the device history records to determine if any deviations took place during the manufacturing of this device. In addition, without the actual sample we are also unable to assign a root cause for the clamp not holding.

Event description:
Hemovac clamp (bed sheet clamp) won't hold.